Event description:
During a lap chole, the 5mm 30 degree laparoscope became hot to the touch and following the procedure a mark was left on the patients stomach from where the laparoscope had made contact.